Event description:
Boston scientific received information that at device check several months ago this pacemaker was at elective replacement indicator (eri), but a month before that device check it showed 1.5 years remaining. Atrial pulse width was increased. Boston scientific technical services (ts) discussed that device was operating close to a current bin and started operating with higher pulse thus changing eri trigger points. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.